Event description:
It was reported that during a therapeutic PICC line placement, the line was stuck inside of the patient as a result of a thrombus that had formed. They inserted a balloon and removed the line. No further complications resulted with this event. This device has not been received for evaluation. Therefore, a failure analysis is not available and company is unable to determine if the device mets its specifications. Company believes user technique and/or patient anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.